Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that during a tumor resection, the patient had to be repositioned a number of times. Each time the patient was re-registered. This was done without issue three times, but in the fourth position the system was not properly tracking the reference frame. The site swapped to a new reference frame and used new spheres but the issue persisted. It was reported that the lights in the room were off, so no ir interference was present and the camera was repositioned multiple times without resolution. It was also noted that the frame was tracking until the registration probe was brought into the tracking volume, at which time the geometry error on the reference frame seemed to jump higher and go out of tracking range. Covering one tracking sphere on the frame seemed to help the issue but it did not matter which sphere was covered. A third cranial reference frame was brought in and that tracked without issue. There was no impact on patient outcome and the issue caused a delay of 15-20 minutes.

Manufacturer narrative:
H3: the returned frame had no apparent physical damage. With markers attached and fully seated, the frame displayed good geometry and divot error readings with normal tracking and verification. No problem found. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.